Manufacturer narrative:
Event date: unk. Method: lens work order search. Results: a lens work order search found no similar complaints. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -15.0 diopter, in her left eye (os). The patient reported a retinal migraine. The lens was implanted on (B)(6) 2011. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.